Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 441 mg/dl. Customer reported reason for high blood glucose value was due to irregularities in the liver. Customer reported that the automode feature of insulin pump was active at the time of high blood glucose event. Customer corrected high blood glucose using insulin pump. Insulin pump will not be returned for analysis.